Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with implant of ceeon lens labeled as 812a/21.5(d). However, the lens was not correctly labeled and was actually lens model. 745a/18.0(d). The patient had not complained of any visual problems and her visual acuity was being examined. No other info was provided. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots mfg the same day were also recalled. The distribution of these lots was limited to japan.